Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive insert battery now alarm and then insulin delivery stopped. Customer's blood glucose was 234 mg/dl. Customer reported that insert battery now alarm was received without a low battery warning. Customer was advised that insulin pump would need to be replaced.